Manufacturer narrative:
Eval summary: as returned, the thumb pin, spring and the locating pin are loose. The device has a potential field age of 8 years. As per the design, epoxy is applied on the threads to secure thumb pin to the location pin and it is possible that the epoxy degraded over a period of time due to multiple autoclave cycles and the pin loosened during impaction and came off. The design improvement was done by changing the threaded epoxy to welded connection between the locating pin and the thumb pin, in 2001. Evaluation: the complaint alleges that a small, threaded piece of the impactor was left inside the posterior compartment of the knee. As the thumb pin is the only component having external threads, it is likely that this was the component left in the wound. Device history records indicate device manufactured to spec.

Event description:
It is reported that the patient has a total knee implanted in 2008. On the first day post-op, the surgeon noticed an unidentified piece of threaded metal in the posterior compartment of the knee. The surgeon received info from the or that the impactor was not complete. Two days later, the surgeon removed the metal item from the patient.